Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had three vf episodes, for which device therapy was not effective. The first episode resolved spontaneously. The second episode was resolved with external therapy. The third episode did not resolve until the device reached 40j. It was noted that during the vf episodes, the patient was receiving cardiac massage from family members. It was also noted that the patient was on high doses of anti-arrhythmic medications. Patient condition was good after the event. Program changes were recommended. No further information available.